Event description:
The customer reported that during a clinical patient procedure, the movement of the patient support was at times erratic or not moving at all when the buttons on the gantry panel were pressed. The philips field service engineer (fse) has reported that there was no harm to a patient operator or bystander. The fse reported that there was no un-commanded movement and the movement stopped when the operator stopped pressing the buttons. The fse has replaced both the rear gantry control panels to resolve this malfunction. The fse reported the buttons on the rear panel (which was replaced) may have been stuck, which caused this issue.

Manufacturer narrative:
(B)(4).on (B)(6)-2015, the customer, (B)(6), reported that while attempting to position the patient using the gantry panels, the movement of the patient support was at times erratic or not moving at all and sometimes, the movement of the patient support did not correspond with the buttons on the gantry panel. The philips field service engineer (fse) has reported that there was no harm to a patient operator or bystander. The customer contacted philips help desk to inform them of the event. The fse arrived on site and evaluated the system. The fse reported that the movement stopped when the operator stopped pressing the buttons. The fse has replaced both the rear gantry control panels to resolve this malfunction. The fse reported the buttons on the left and right rear panels (which were replaced) may have been stuck, which caused this issue. After the service, there have been no further recurrences of the event at the site. Engineering documented their evaluation in technical review record (trr). CT engineering determined the risk to be acceptable with the following mitigations for this issue: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope . Single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion. Emergency stop controls enable termination of motion in hazardous condition. Emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. Since there were no part returned from the field or log files provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the rear left or right gantry control panel.

Manufacturer narrative:
(B)(4). We will file a follow-up emdr at the completion of the investigation. (B)(4).